Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the hospital due to loss of consciousness, low blood pressure, and blood glucose (bg) level ranging between 100-300mg/dl; cause was unknown. The customer was discharged on (B)(6) 2024 with no known permanent damage. A system check was performed, and it was found that the customer was using expired insulin within pump supplies. Reportedly, customer continued to use the pump for insulin therapy.